Manufacturer narrative:
The pump was monitored for several days and no unexpected stuck button alarm was noted. All buttons functioned properly. No damage on the keypad assembly was noted. No unlocked lcd keypad connector was noted during visual inspection. The pump failed the leak test. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button stuck alarm. The customer's blood glucose at the time of incident is reported to be 177 mg/dl. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.